Event description:
It was reported that the irc5po2v concentrator is alarming with 2 green and 1 red indicator light. Also, 4-way valve randomly sticks, wire ties, o-ring and pilot valve were replaced.